Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was that it should have been disassembled into four parts for cleaning and disinfection, but it was only disassembled into three parts for cleaning and disinfection. No reports of patient harm.

Manufacturer narrative:
Corrected: h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to add h4 - device mfg date.

Manufacturer narrative:
Updated: d9, h3, h6, h8, h11 corrected: d10 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.